Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 89, 118 mg/dl. Tests were done within 10 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.